Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the jaws on device would not open and close. Another device was used to complete the procedure. There was no adverse consequence to the patient.